Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 300mg/dl. Troubleshooting was performed. The customer stated that she used the insulin pump and manual injections to lower her blood glucose and nothing it helped. The infusion set and the reservoir were changed. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device failed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.